Event description:
My brother was recently put on a medtronic 530g insulin pump that was malfunctioning. After years of carefully managing his diabetes, he suddenly found himself battling bouts of ketoacidosis. He was rushed to the emergency room once and admitted overnight. The next two times he was able to manage it at home. The fourth time he ended up in ICU and spent multiple nights in the hospital. He is no longer on the pump, which they finally realized was malfunctioning. Where do I report this. It is important that these issues be tracked. He could have died and others may.